Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had a severely calcified aortic valve which had an angulated ascending aorta, and annular position was not optimal. The device was prepped without issues. During the procedure, while the device was initially deployed at 80%, the device was too deep due to the difficult anatomy. On the 1st attempt to recapture the valve in the ascending aorta, the valve would not fully retract in to the capsule. The physician attempted turning the micro wheel up to 10 or more turns slowly retracted valve, however there was still a gap. The physician asked for another 29mm navitor valve to be loaded and for a new large flexnav ds. The valve was able to be successfully implanted. There's no allegation of malfunction against the abbott devices. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse patient consequences and the patient is recovering well from the procedure.

Manufacturer narrative:
An event of positioning and retraction problem was reported. The device was returned to abbott for investigation. The valve capsule was noted to contain kinks/bents throughout, which is consistent with damage during use. The device was inspected by cross-functional team and confirmed it could be retracted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported positioning and retraction problem could not be conclusively determined. It is possible that challenging anatomy (severely calcified aortic valve and an angulated ascending aorta) contributed to the positioning issue, leading to kinks in the valve capsule and ultimately causing the retraction problem. However, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.